Event description:
It was reported to boston scientific via an article published in the canadian urological association journal, that a retrospective study was conducted to address the long-term surgical outcomes, complications rate, and durability of greenlight photoselective vaporization of the prostate (pvp), in the treatment of benign prostatic hyperplasia over a 15-year period. Between 2005 and 2020, the data of 712 patients who underwent pvp was reviewed. The procedures were completed using a greenlight fiber connected to one of three different generations of the greenlight console (ktp/80w, hps/120w, or xps/180w). Perioperative complications included: 11 patients required blood transfusions, 46 patients experienced failed trial of void (tov) after surgery but eventually voided, 44 patients had persistent dysuria which resolved by three months after surgery, and 12 patients developed postoperative epididymis-orchitis. It was noted that all of the patients who required blood transfusions were on anticoagulation therapies which was resumed on the day of the surgery. Additionally, the patients who failed tov were managed with alpha-blocker medication until they voided. Regarding long-term adverse events: 15 patients encountered persistent lower urinary tract symptoms (luts), 24 had repeat surgery due to adenoma regrowth, 9 patients had stress urinary incontinence, 18 patients had a bladder neck contracture, 15 patients had urethral stricture, and 3 patients had bladder stone. At a long-term follow-up of more than 10 years, 5 patients remained catheter dependent, and 6 patients required intermittent catheterization. In the end, 20.5% of the patients resumed medical therapy consisting of alpha-blockers, beta3-agonists, or anticholinergics due to recurrence of luts or development of storage symptoms over time.

Manufacturer narrative:
Ibrahim, a., touma, n., alshammari, a., carrier, s., aube-peterkin, m. (2025). Greenlight laser prostatectomy: are outcomes sustainable after a decade of surgery? Canadian urological association journal, 19(11). Http://dx.doi.org/10.5489/cuaj.9192. Detailed product information was not provided to bsc due to the nature of the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.